Event description:
It was reported that the patient fell and the stem had fractured at the taper, where body of stem meets flute. Obsese patient was told by doctor to wear a brace at all times but does not.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if it becomes available, it will be submitted in a supplemental report.